Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in atrial fibrillation (af) and the device was in mode switch; however, no episodes were recorded or noted to be ¿in progress¿. The caller was informed that this is a known issue and was instructed to review the histograms. The device remains in use. No patient complications have been reported as a result of this event.